Manufacturer narrative:
The cables going from the anesthesia control board to the consolidated ventilator interface board (cvib) were replaced to resolve the issue.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.